Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent a fixation with fns implants. The primary surgeon was a first-year surgeon. During surgery, the nut loosened, and the reamer perforated the bone head. During reaming for the bolt, the pushing force was too strong, resulting in perforation of the bone head. Possible causes of this event were as follows: during the image intensifier check, the reamer part was hidden by the protection sleeve, and the surgeon did not notice that the reamer part was loose until later. The surgeon was so focused on checking the lateral skin cut contact at the base of the reamer that the surgeon was late in noticing the reamer was advancing reaming. After consulting with a surgeon who is an expert in treatment of lower extremity, it was determined that although the bone head was perforated, it was not a major perforation, and the surgery was completed by fixing with fns implants as it was planned. The surgery was completed successfully within 30 minutes delay. The primary surgeon commented that the event was caused by the surgeon¿s technical error and that a reamer should be changed to structure that prevents loosening. The patient status/ outcome: stable no further information is available. Concomitant device reported: unk - guides/sleeves/aiming: sleeve(part# unknown; lot# unknown; quantity: unknown) this report is for one (1) reamer cpl this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.